Event description:
According to the information provided by ansm, since the introduction of the new pressure-relief mattresses and air-powered therapeutic surfaces at groupe hospitalier pitié, an increase in pressure injuries has been observed in patients presenting with stage 2 or higher pressure ulcers, even though some of these patients had been hospitalized for less than three weeks. Based on the information provided, the arjo clinical specialist assessed the injuries as serious. During the follow-up communication, the customer confirmed that there were no concerns regarding the quality or conformity of arjo products and no indication of any product defect. The facility highlighted that the primary need was staff training, as the operating principles of the arjo therapeutic surfaces differ from those of the previously used linet mattresses.